Manufacturer narrative:
Date initial report sent: 11/09/2009.

Event description:
Procedure: low anterior resection. According to the report: the pt had to return to the hosp with a staple line leak. The original operation was in 2009, with a re-operation performed five days later. The re-operation was a direct result of the staple line leak from use of the eea. There was no blood loss of more than 250cc during original procedure or re-operation, the procedure was not converted to open during original procedure or re-operation, and there was no unanticipated tissue loss during original procedure or re-operation. Malformed staples were not observed during the re-operation, and correction involved flushing or cleaning infected area.